Manufacturer narrative:
The reporter stated that the facility had discarded all consumables used during the procedure. No other samples have been returned for further investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no consequence to patient (no known impact or consequence to patient). Product problem(s): no or low phaco power (device inoperable). The customer reported that during a procedure, the unit had no or low phaco power. It is unknown if the case was completed. The system was used for the rest of the day with no problems. There was no patient injury reported. Additional information was requested multiple times, with no response to date.